Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event was reported in (B)(6) 2013. Veterinary event but the device is also used in human procedures. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
In (B)(6) 2013, a small battery drive was tested prior to a femoral head osteotomy procedure and found to be non-functioning. The device would not run and subsequently the procedure was cancelled. It is not known if procedure was rescheduled.